Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that after the helix was cleaned it works within specification. (B)(4).

Event description:
It was reported that during the implant procedure, the physician indicated feeling resistance when inserting stylets into the lead for repositioning. The physician had to reposition the lead more than 5 times. The helix was noted to have a delay or it did not extend/retract after more than 10 rotations with the tool. The lead was removed and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.